Event description:
It was reported that there was a disconnection between a titanium adapter and a non-baxter catheter. It was the fourth time this occurred. The event was further described as ¿the titanium adapter pulled straight out of the peritoneal dialysis (pd) catheter tubing." This occurred during an unspecified process step of peritoneal dialysis therapy. The adapter and transfer set were replaced. There was no report of patient injury or medical intervention associated with this event, however the patient was treated with cefazolin. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, three (3) photographs of the sample were provided for evaluation. A visual inspection was performed, and one photograph shows a titanium adaptor and sleeve attached to a transfer set only. The second photograph shows a peritoneal dialysis tubing which was closed with a clamp. A third photograph shows a titanium adaptor and sleeve in a plastic bag. The reported condition was verified. The cause of the condition could not be determined as no further evaluation could be performed due to the nature of the sample. Should additional relevant information become available, a supplemental report will be submitted.